Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body and polymer fill occurred without incident. Upon use of the up-and-over lumen, the .014 wire was observed to have potentially punctured the graft. Polymer contrast mix was seen staining the upper right segment of the aaa sac and the sealing rings were completely emptied of polymer. The patient became hyposensitive and was successfully treated for a hypersensitive reaction per the device IFU. A palmaz stent was placed in the infrarenal neck and the aneurysm was successfully excluded. As of the date of this report, the patient is reported to be in renal failure; no additional patient sequelae has been reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the successfuly treated intraoperative hypotensive episode; non-endologix stent placement for proximal seal; renal failure, and incomplete fill of the sealing ring. The reported event of the punctured graft was unconfirmed. The most likely cause of the compromised stent graft integrity and polymer exposure was related to user guidewire manipulations related to the inability to retrograde cannulate the contralateral gate and use of the integrated cross over lumen. There were no known procedure or anatomy related issues and no off-label or cautionary use product conditions identified. Associated clinical harms for this device related event include: hypotension and renal failure. The most likely cause of the loss of seal was related to the loss of polymer. There were no known procedure or anatomy related issues and no off label or cautionary use product use conditions identified. Associated clinical harms for this device related event include: an additional unplanned endovascular procedure-placement of a stent across the sealing ring to achieve seal. However, a procedure related event of post operative hypertension occurred requiring medical intervention. The final patient disposition was known to be discharged post operative day thirteen in stable condition. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.